Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt light headed and had a near syncopal episode. The patients heart rate fell below 60 beats per minute and they believe the implantable pulse generator (ipg) isn't pacing properly. A stress test was performed at the hospital. The device remains in use. No further patient complications have been reported as a result of this event.